Event description:
It was reported during a trial procedure, the third electrode ¿collar¿ was damaged when inserting the lead into the extension and tightening. Additional information received reported that the patient was receiving effective therapy and if continued, will proceed to implant on friday. Please refer to mfg. Report # 6000153-2013-00307, as the manufacturer representative was involved with two trial procedures with the same issues encountered by the same healthcare provider (hcp).

Manufacturer narrative:
Concomitant products: product ID neu_ens_stimulator, serial # unknown, product type external neurostimulator. (B)(4).